Manufacturer narrative:
Correction: e1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 18/aug/2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 50-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 8000/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg, once a week for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. Following the hospitalization, the patient presented to the outpatient clinic (exact date unknown) for follow up laboratory testing where peritoneal effluent fluid cultures presented with methicillin-resistant staphylococcus. As a result, the patient¿s pd catheter was removed, and a central vascular catheter was placed in an outpatient procedure (exact date unknown). It was determined the patient¿s infection was refractory from the initial diagnosis of peritonitis and the antibiotic prescription of ip vancomycin was extended. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to back-up hemodialysis for renal replacement therapy on an in-center basis following these events. The patient plans to resume ccpd therapy on the same liberty select cycler upon resolution of the infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by fever and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 18/aug/2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this (B)(6)-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain, fever and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 8000/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 1000 mg, once a week for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. Following the hospitalization, the patient presented to the outpatient clinic (exact date unknown) for follow up laboratory testing where peritoneal effluent fluid cultures presented with methicillin-resistant staphylococcus. As a result, the patient¿s pd catheter was removed, and a central vascular catheter was placed in an outpatient procedure (exact date unknown). It was determined the patient¿s infection was refractory from the initial diagnosis of peritonitis and the antibiotic prescription of ip vancomycin was extended. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to back-up hemodialysis for renal replacement therapy on an in-center basis following these events. The patient plans to resume ccpd therapy on the same liberty select cycler upon resolution of the infection.